Manufacturer narrative:
Follow-up #1 date of submission 09/02/2016-product analysis: the device was returned and evaluated by product analysis on 08/08/2016 with the following findings: no device issues were revealed during investigation. Review of the pump¿s black box found no abnormal pump behavior. Data relevant to the date of the alleged event was overwritten due to continued use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 575 mg/dl with large ketones, blurred vision, strong, fruity breath odor, abdominal pain, extreme drowsiness, extreme thirst (polydipsia), excess urination (polyuria), nausea, symptoms of dehydration (dizzy, lightheaded), shortness of breath, chest pain, and confusion. It was reported that the patient was hospitalized and treated with insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the pump's total daily dose basal history was not appropriate compared to the programmed basal rates for known reasons: manually insulin delivery suspended, alarm, prime menu accessed; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. It was determined that diabetes management contributed to the alleged health event; the patient was referred to a healthcare professional for diabetes management. This complaint is being reported because the alleged serious health event was attributed to a device use error.